Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension set attached to 100ml cadd cassette was leaking at the proximal heat seal. This product was not sent to the patient. The hardware was not involved. The event occurred during pre-test at the home infusion pharmacy. Issue was resolved, the customer compounded a new cassette and attached a different lot #60 in extension set. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition. A functional test was performed and the reported issue was duplicated. A leak occurred between the tube and luer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.